Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. Pump received with cracked case at display window corner, minor scratched and cracked display window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll on display screen after entering blood glucose. Customer's blood glucose the night prior was 38 mg/dl which was treated with food. After troubleshooting, customer was advised that insulin pump would need to be replaced.